Manufacturer narrative:
(B)(4). It was originally reported that during an idiopathic ventricular tachycardia ablation procedure the patient had pericardial tamponade and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The catheter is currently being analyzed. Analysis conclusions will be submitted to the FDA in a supplemental report upon completion. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: us catalog# fg540000, serial # (B)(4). Stockert 70 system: us catalog# s7001, serial # (B)(4). Cool flow pump: us catalog# cfp002, serial # (B)(4). (B)(4).

Event description:
It was originally reported that during an idiopathic ventricular tachycardia ablation procedure the patient had pericardial tamponade and a pericardiocentesis was performed. Additional information revealed that an ablation in the right ventricular outflow tract was in progress when the patient¿s blood pressure dropped. An arterial line was transduced and low bp was noted. Fluid support started. A pericardiocentesis was performed and 150ccs of fluid were removed. The patient remained hospitalized overnight but has fully recovered since the incident. This event is reportable due to the serious injury that occurred during use of bwi products.